Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2019-12785; related manufacturer reference number: 1627487-2019-12786. It was reported the patient experienced ineffective stimulation. As a result surgical intervention was undertaken during which the entire system was explanted. Surgical intervention addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-12785. Related manufacturer reference number: 1627487-2019-12786.